Event description:
It was reported that a malfunction occurred on the pump, identified by a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that a replacement pump would be sent by technical support, and they acknowledged receiving instructions for handling the transition, including putting the faulty pump into storage mode and returning it to tandem. The replacement pump will have updated software, and instructions were given to the customer for its receipt and setup.